Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 06/20/2026, the patient reported an incident involving inaccurate cgm readings. Prior to the event, the patient was having lunch with family but did not feel like finishing the meal. Approximately two hours later, while riding in a vehicle, the patient reported not feeling well. At that time, the tandem t: slim x2 insulin pump displayed a glucose reading of 62 mg/dl. Family members provided food; however, the patient became progressively unresponsive and was unable to speak, move her hands, or retrieve the pump from her pocket. The patient¿s daughter attempted to administer lemonade, but the patient was unable to tolerate it. Despite worsening symptoms, the pump continued to display a reading of 62 mg/dl. The patient subsequently lost consciousness and reportedly stopped breathing, prompting family members to contact emergency services between approximately 3:00 pm and 4:00 pm. Upon arrival, ems successfully resuscitated the patient, and she regained consciousness after several minutes. A fingerstick bg performed after glucose gel administration measured 149 mg/dl; however, the pump continued to display 62 mg/dl. Multiple calibration attempts were performed, but the cgm readings did not align with the fingerstick bg values. After the patient stabilized, she declined transport to the ER, and no additional medications were administered by ems. The patient reported that ems did not recommend removing the sensor. It was noted that the patient was connected to a tandem t: slim x2 insulin pump at the time of the event. At the time of reporting, the patient described feeling ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid was taken when the paramedics arrived. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code problem code. E0741 respiratory arrest/ code not available h6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.